Event description:
It was reported the patient was implanted about two weeks prior to the date of this report and never had therapeutic effect. A few days after implant, the patient turned the device on and the next day, the patient was still having urgency after. The device was set to program 2 and the patient tried another program. This was when the patient found out that their other programs were ¿not working.¿ this was ¿probably¿ on (B)(6) 2015. It was stated that 3 out of the 4 programs were not working and the one that did work was ¿very painful.¿ at the post-operative follow-up appointment, the doctor checked the ¿other¿ programs and found that at 5.5v, the patient did not feel any stimulation. A couple hours later, the patient was driving and one of the programs ¿suddenly kicked in¿ and took the patient ¿off their feet.¿ this happened 2 or 3 times. An overstimulation sensation was noted. The patient checked the device and rather than setting the device on program 2, ¿real low, so they couldn¿t feel anything,¿ it was set on program 3 at 2.10v. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the impedance issue resolved after replacement. The cause of the impedance issue was perhaps loose wire. It was noted that the set screw was not tightened all the way. The patient was doing great.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was later reported that the health care provider was questioning the device .the product did not worked from the original implant date. The device malfunction, it was not working.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0rqvf, implanted: (B)(6) 2015, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that patient came in for replacement neurostimulator (ins) and they could not test impedances. While checking impedances at replacement there were some higher impedances. They disconnected lead from neurostimulator (ins), reinserted and retested impedances at 2.0v and impedances improved. When patient went to post-op and was reprogrammed, representative stated patient would feel stim vaginally at a low setting on some programs and on other programs she would not feel stim at all on a high setting. They thought they got patient set upon one program and patient was discharged. It was noted that at a follow-up visit (approximately end of (B)(6) 2015) they checked impedances in the health care provider's (hcp) office and 8 of the 10 impedances were off. The patient told representative that the health care provider (hcp) did some neurostimulator (ins) adjustments; they felt no stim at 3.0v and then felt stimulation jump. Representative consulted with hcp and advised scheduling revision/replacement. On (B)(6) when hcp opened pocket to remove ins from lead he said without having loosened the set screw, the lead was moving or there was "play in the lead". They suspected this lead movement was causing patient to not feel stimulation or to feel increase in stimulation. The hcp removed lead from ins, wiped it off and tested impedance on the lead and the lead was fine. They put the lead back in the same ins again and heard the clicking of the set screw. When hcp tugged on lead they could see it move so they tried to reinsert the lead again but it continued to move. The hcp was going to try and suture the lead into the ins and representative recommended to replace the ins instead. It was noted that on (B)(6) representative wanted to take the ins with them to return for analysis but was not allowed due to protocol.

Manufacturer narrative:
Final analysis of the neurostimulator ((B)(4)) the setscrew backed out too far.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.